Event description:
Caller states that the inform meter has burnt connector pins and melting in the connector pin area. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.